Event description:
It was reported that the inlet connector was bent when the product was removed from the packaging.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.